Manufacturer narrative:
Samples tested positive for cladosporium sphaerospermum and rhodotorula mucilaginosa.

Event description:
Customer reported foreign substance found in the liquid bicarb. No patient use.